Event description:
It was reported during a bypass coronary graft angiogram and diagonal graft intervention that 3 7f proxis svg/flow control long sheath devices were opened for use. With the first proxis used from lot 2059385, the balloon ruptured during inflation, but no dampening in pt pressure occurred. The co2 infused into the pt with no adverse reaction. This device was removed and the balloon was checked. Blood was seen in the balloon and the balloon would not inflate. A second proxis device from lot 2052064 was opened but never inserted into the pt. After prepping the proxis, the balloon continued to inflate on it's own. Once the deflation button was pressed, the inflation would continue on it's own filling the balloon and the green indicator would fill. A third proxis device from lot 2052064 worked without event. The pt did have a small dissection in distal segment of diagonal graft at the end of case. The proxis was never placed into the distal vessel and the dissection was due to the guidewire per dr (B)(6). The pt left the cath lab within normal limits per staff. A 7f medtronic guiding catheter, a 7f ultimum act introducer sheath and a 4.5 x 40 multilink stent were used during the procedure. The physician was in the proxis training process.

Manufacturer narrative:
Two 7f proxis long sheath assemblies and inflation devices were visually inspected and functionally tested. Each sheath had multiple areas of kinked/partially crushed sheath tubing with corresponding inflation lumen damage. Device 1: the balloon remained partially inflated upon receipt. There was no visible indication of balloon rupture, or of a blood-like substance (bls) within the balloon or any other portion of the inflation system. The device was functionally tested; no functional anomalies were noted. Device 2: the device was functionally tested. Overall device operation was consistent with a partial obstruction in the sheath deflation path resulting from the sheath tubing being kinked and/or partially crushed. One of the 2 tabs on the gas filter luer-lock fitting had been detached; the tab was inside the mating luer-lock fitting of the inflation device stopcock. Review of the device history records for lots 2052064 (mfg date 11/29/2007, use by date 10/2008) and 2059385 (mfg date 12/27/2007, use by date 11/2008) confirmed these lots met manufacturing requirements prior to shipments. The proxis embolic protection system instructions for use (IFU) states a 4.5 mm diameter balloon or stent delivery system are the largest sizes recommended for use with the 7f proxis system. The proxis device instructions for use (IFU) state the proxis system should be carefully manipulated only while under fluoroscopic observation that provides high-resolution images so as to reduce vessel injury.